Manufacturer narrative:
The reported event of deformation upon deployment and an inability retracting the device into the sheath could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, a 24mm amplatzer septal occluder (aso) was attempted to deploy at the defect. The aso was not deployed as intended shape so the aso was attempted to be pulled into the sheath. However the la disc of the aso was not able to be fully pulled into the sheath. The aso was pushed out from the sheath and deployed again. The la disc of the aso deformed like balloon. Another 24mm aso (unknown lot number) was used and the procedure was completed without further issue.